Manufacturer narrative:
There is no documentation showing a causal relationship between the event of peritonitis and the liberty cycler set. Additionally, there is no allegation against any fresenius products and the event. There is however a probable association between the reported breach in aseptic technique during pd therapy (patient contamination) and the episode of peritonitis. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
On (B)(6) 2017 a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy since (B)(6) 2015 called customer support to report ¿sucking discomfort¿ at the end of ccpd therapy drain cycle 2 of 4. A follow up call performed on 08/2/2017 to the patient revealed the treatment was completed on (B)(6) 2017, although the patient reported continued discomfort the following day ((B)(6) 2017), and went to an urgent care clinic on (B)(6) 2017. The patient was diagnosed with peritonitis and was subsequently sent to the emergency room (ER) and admitted to the hospital on (B)(6) 2017 and discharged on (B)(6) 2017. During a second follow up call on 08/02/2017 to the pdrn it was reported the patient was admitted to the hospital for ¿abdominal discomfort.¿ hospital course is unknown. Culture results (source and dates obtained are unknown), however post antibiotic (type, dose, route and duration unknown) therapy cultures from (B)(6) 2017 showed ¿no growth and no organisms seen.¿ on an unknown date the patient received vancomycin 1 gram (route unknown) at the clinic. Pdrn states she believes the infection was due to patient contamination; culture was coagulase negative staphylococcus. However, the patient has not missed any ccpd treatments during event and is currently maintaining the prescribed treatment regimen.